Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. The complainant parts are not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4). Manufacturing date: december 1, 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon attempted to insert a distal locking screw during a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2015. The distal locking screw missed the nail upon insertion. The screw was removed. The surgeon attempted to reattach the aiming arm, but was not successful. After struggling for thirty (30) minutes, the surgeon was able to free hand insert the distal locking screw successfully. A thirty (30) minute surgical delay was noted. Intraoperative x-rays were taken as well. This report is 3 of 5 for (B)(4).